Event description:
Csi device lodged in the peroneal artery and unable to retrieve by endovascular and surgically. On (B)(6) 2019: attempted retrieval using snare: unsuccessful. On (B)(6) 2019, vascular surgery, popliteal. Endarterectomy and attempted retrieval of foreign body: unsuccessful. On (B)(6) 2019: posterior tibial to plantar by pass: clotted. On (B)(6) 2019: angiojet thrombectomy of clots in the affected leg, followed by catheter directed thrombolysis. On (B)(6) 2019: follow-up angiogram.